Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1994 and mesh was implanted into the patient. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a pereyra paraurethral suspension with anterior colporrhaphy with mesh enhancement, survey cystoscopy and repair of rectocele/enterocele with mesh enhancement due to pelvic organ prolapse and incontinence. It was reported that she experienced pain, vaginal burning, persistent urinary tract infections, bad odor, infections, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.